Event description:
It was reported that for the past 3-6 months the patient's implanted neurostimulators have been depleted and the patient was not doing the best. They said that the patient had advanced parkinson's and their parkinson's made it harder for the patient to talk and they were freezing a lot. Patient representative said the nursing home had lost the recharger and programmer. A request was sent to the repair department to replace the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.